Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display screen was really scratch which makes it hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that there was a crack at the viewing window of the reservoir and goes to the screen of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.